Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the error u-02 attributed to faulty cable on the system check master.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis team. The failure analysis process revealed u-02 errors, which indicate a condition that may hinder logging to the system logs. The unit had a recent history of monopolar firing issues and various error codes, which were logged. During the failure analysis, the reported u-02 error was replicated, preventing full initialization of the system. A visual inspection noted a scratch on the right side of the cover. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that they encountered a u-02 error on the integrated electrosurgical unit (iesu). The site attempted rebooting the iesu several times without any change. Tse guided to perform a hard reboot of the iesu, but the issue persisted. Tse informed that the iesu would not be available for use. There was no report of patient involvement or patient injury.